Event description:
It was reported the filter was explanted. On (B)(6) 2012, the patient was implanted with a greenfield filter. The patient had a history of thrombosis in the left lower extremity. It was reported that on an unknown date, there was a failed filter removal attempt, but that the filter had ultimately been removed. No further patient complications were reported.

Manufacturer narrative:
Event date: the actual event date was not provided and therefore approximated based on the aware date.